Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that after hammering an awl to drive it into the vertebral body, the tip of the awl broke off within the vertebral body as the awl was being pulled out. The tip was removed from the vertebral body without reported patient impacts.

Manufacturer narrative:
Images of the awl were examined. The tip of the awl had fractured off. The cause of this failure can likely be attributed to an unintentional, off-axis force applied after the awl had been inserted into the bone. A review of the DHR did not identify any manufacturing related issues which would have contributed to this event.